Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform self-test and displacement test or unable communication to sensor simulator to verify calibrate error alarm due to unresponsive button.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the one button was harder to press. Customer's blood glucose value was unknown. Customer also stated that they also had issue with the transmitter. The device will not be return for analysis.